Manufacturer narrative:
The results of the investigation concluded that a leak was noted at the hemostasis valve during functional testing. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing, resulting in a hole, was noted on the slit of the seal. Tearing in the seal is consistent with damage during use. The device met specifications prior to leaving abbott manufacturing facilities as supported by a review of the device history record. The cause for the leak is consistent with damage during use.

Event description:
Air was noted near the syringe after inserting the device into the patient. The sheath was flushed with no resolution. The sheath was replaced and the procedure was completed with no adverse consequences to the patient. Based on analysis, the reported air leak was confirmed.